Manufacturer narrative:
Results: the ruby coil pusher assembly was kinked throughout its length and the ruby coil was severely damaged throughout its length. The pet lock on the proximal end of the ruby coil pusher assembly was intact. The stretch resistant (sr) wire of the coil was fractured, and the proximal constraint sphere was stuck inside the distal detachment tip (ddt) of the pusher assembly. Conclusions: evaluation of the returned device revealed severe damage throughout the length of the ruby coil. The pusher assembly was kinked in multiple locations, and the coil sr wire was fractured. This type of damage typically occurs due to improper handling during use. Forcefully advancing or withdrawing the device against resistance may cause this type of damage. Due to the severe damage sustained by the returned device, it was not possible to determine the root cause of the complaint. These devices are 100% functionally tested and visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing a ruby coil through another manufacturer's microcatheter, the ruby coil pusher assembly became kinked and the ruby coil unraveled inside the microcatheter. The physician removed the ruby coil and successfully completed the procedure using new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.